Event description:
"On (B)(6) 2012 the ssu representative at maquet medical in (B)(6) reported that the hcu 30 serial number (B)(4) had issues with cooling and ice block calibration. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the ice sensor was replaced. The unit was calibrated and performed without any problems. (B)(4)."